Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation and the reported deployment issue was unable to be confirmed. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device. The investigation determined that the reported deployment difficulty appears to be the result of ratchet to sheath interaction which caused a break in the inner braiding and a tear in the sheath and was likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure to treat a target lesion in the superficial femoral artery, pre-dilatation was performed. The supera stent delivery system was advanced to the target lesion. The stent was deployed; however, when the deployment lock was locked, the stent would not release. The physician unlocked and locked the system again, advancing the thumb slide and the stent finally released. The stent did not move from the deployed location and no additional intervention was needed. The stent delivery system was removed without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided. Return device analysis noted there was a tear in the stent sheath and the inner braiding was broken at the location of the sheath tear.